Event description:
We received an allegation about discrepant results for 1 patient serum sample tested with elecsys troponin t g5 stat (tnt-g5st) assay on a cobas 6000 e601 module. Initial result: 32.75 pg/ml. The emergency room questioned the initial result and requested the same sample be retested. 1st repeat result: <6 pg/ml (accompanied by a data flag). 2nd repeat result: 10.45 pg/ml. The 2nd repeat result was deemed to be correct. Reportedly, an amended report with the correct results was issued.

Manufacturer narrative:
The tnt-g5st reagent lot number was 743112. The expiration date was not provided. The calibration was last performed on (B)(6) 2024 and was within the expected range. Qc was acceptable. The alarm trace did not show any abnormality. The instrument maintenance was performed regularly. The field service engineer found that the sample probe voltage was out and the probe needed cleaning. He adjusted the voltage and cleaned the probe. Precision studies were performed and they were within specifications. The service actions (adjusting the sample probe voltage and cleaning the probe) resolved the issue. No further issues were reported afterward.

Manufacturer narrative:
The investigation findings code and the investigation conclusion code were updated.